Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was predilated. The physician attempted to place the 2.25x20mm taxus liberte stent, but was unable to cross the lesion. Withdrawal difficulty was experienced when the physician attempted to remove the stent delivery system. 'Maneuvers' were performed in order to remove the device. The removal was successful with no patient complications. Upon removal hypotube damaged was observed. The procedure was completed with another taxus liberte stent. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.